Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of atrial fibrillation (af) with rapid ventricular response (rvr) was observed in the ventricular fibrillation (vf) zone which resulted in patient receiving a shock. Patient has a history of af with rvr and the vf zone has been previously programmed. Physician opted to not make any programming changes and instead change patient¿s medications to control the rates. No further information available.

Event description:
New information received: patient was stable.